Event description:
It was reported that the user experienced higher insulin usage and prolonged hyperglycemia after repeatedly announcing meals as smaller than actual, which led the ilet to under-deliver meal insulin and contributed to elevated glucose and faster reservoir depletion. Symptoms included fatigue. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and education, including counseling that inaccurate meal announcements can maladapt the system, and arranging additional training. Investigation of this case revealed that incorrect meal size announcements and recent dietary changes were the likely contributors to hyperglycemia and increased insulin consumption, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related use error due to inaccurate meal announcements was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.